Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2012, patient presented with following pre-op diagnosis: lumbar degenerative disc disease at l3-5. Patient underwent following procedure: posterior lateral pedicle screw instrumentation, segmental, l3-5. Lumbar decompression at l3-4 to decompress the l3 nerve root. Lumbar arthrodesis using compression resistant matrix, rhbmp-2/acs and locally harvested bone graft for fusion at l3-4. Lumbar arthrodesis at l4-5 using rhbmp-2/acs and locally harvested bone graft. Lumbar decompression at l3-4 to decompress the l4 nerve root in the lateral recess. Lumbar decompression at l4-5 to decompress the l5 nerve root in the lateral recess. Use of locally harvested bone graft for fusion. Per op-notes:¿ ..¿ a ball-tipped probe was passed without compression. A construct of compression resistant matrix, rhbmp-2 soaked sponge and locally harvested bone graft along with cancellous bone chips was placed into the lateral recess spanning the transverse process of l3, l4 and l5 which had been previously decorticated. Once this was completed 70 mm rods were placed into the pedicle screws. The screw caps were placed. Cap guides were removed¿.¿ patient tolerated the procedure well. No patient complications were reported as a result of the event. Post-op, the patient alleged unspecified injury due to use of rhbmp-2.